Event description:
Reporter stated that patient was found unconscious by a relative. Patient was reportedly taken to the hospital and treated for hypoglycemia. No details of treatment received were provided. Reporter indicated that, prior to the hypoglycemic event, patient had tested blood glucose using the compact system. The unit of measure on patient's compact system was mmol/l; however, patient reportedly based insulin dose on an mg/dl scale. The blood glucose value obtained on patient's device was not provided. Additionally, the amount and type of insulin taken was not provided. Patient's current condition was reported to be "fine." Technical support requested the return of the compact system and replacement product was shipped.